Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft was broken proximal to the balloon sleeve. The distal edge of the detached segment was slightly necked down. The material was supple. No other anomalies were noted. Since no further details regarding the circumstances surrounding this event were available, co is unable to determine the cause for the catheter shaft break. F11 - date MFR initially forwarded report to FDA.

Event description:
The catheter shaft fractured outside the pt during testing for an aortic valvuloplasty procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The pt's condition is good. No further details regarding the circumstances surrounding this event are available. The device has not been received. Therefore no failure analysis was available. Without further details and without evaluating the device, co is unable to determine the cause for this event. No other complaints of this nature have been reported on this lot number.